Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# serial#(B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the leads not being connected right was unknown if it was determined. It was unknown what the most likely cause of the issue was. Steps that would be taken to resolve the issue was the patient had a consult appointment scheduled with their provider. It was unknown if the issue had been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va100z9); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their leads were not connected right, patient said the health care provider (hcp) and representative (rep) are aware. Patient said they had 5 programs and now they were down to one program. Patient went on the program because they were having leakage problems. Patient was getting a message that the system was operating at max settings. Patient didn't have the system at maximum settings a week ago and now it was maxed out. Patient was completely wetting. The issue was not resolved through troubleshooting. Patient was in contact with the rep later that morning who stated the patient was having impedance on two electrodes. Issue was not resolved and is ongoing.